Event description:
A publication titled, "a case of fulminant myocarditis in which impella cp was useful for acute treatment, but ventricular arrhythmia was observed during the course of the disease and a wearable automatic cardioverter defibrillator was introduced", described a patient who had an impella implant. During support, the patient developed sustained ventricular tachycardia and required defibrillation. Considering the possibility that mechanical stimulation of the impella was the cause, the impella was removed on the same day.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI)# are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.